Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3550-29, lot# n156410, implanted: (B)(6) 2008, product type: accessory; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced a burning pain and burning sensation at the device pocket site. The patient was not using the device due it to causing pain when recharging or not. Troubleshooting had not occurred, but was scheduled. It was noted that the patient would like the device removed, but that it could be checked at the appointment. The patient cancelled the appointment, no further appointments were scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.